Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis registered nurse called technical services and stated patient had encountered air detected in cassette warning and had also observed fluid leaking from the liberty cycler cassette door after canceling the treatment. During follow-up with the patient he stated his effluent had remained clear after the reported event. The set was not made available for evaluation. The patient continued continuous cycler-assisted peritoneal dialysis with a replacement cycler without further issue.